Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported sometime around (B)(6) 2021 they noticed their back was starting to hurt again and they checked the battery levels and their controller was at 100% and their implant was at 70%. Then the next day, they checked the battery levels again and they were still the same, controller - 100% and implant - 70%, and they realized their stimulation turned off by itself. Pt mentioned they spoke with mdt rep, (B)(6) and was instructed to reset the controller. Pt stated they reset the controller twice and the issue did not resolve so they were instructed to call patient services (ps) for assistance. Ps instructed pt to push the white/light gray button on top of the controller and select stimulation on. Pt confirmed they were able to turn stimulation on again. The troubleshooting steps that were taken on the call resolved the issue.